Manufacturer narrative:
Follow-up #1: date of submission 10/23/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/14/2013 with the following findings: all of the buttons on the keypad had an intermittent response and required multiple button presses. The keypad was torn below the contrast button. Contamination was found under all of the button contacts when the keypad was removed. The symbols on the keypad were worn off and unable to read. Unrelated to the keypad complaint, investigation revealed that the text on the display screen was dim, discolored, and difficult to read. The pump cover was removed and the display screen was replaced with a new screen for testing. Once completed, the contrast returned to normal with no discoloration of text. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that the keypad buttons were delayed and unresponsive since a few weeks ago. The keypad had worn symbols and a tear at the top near the contrast button. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.